Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant attempt, while testing the lead connections, there was complete loss of telemetry. A second programmer was attempted and still no telemetry noted. The device was explanted and replaced. It was noted that device in question was removed from the field and tested. Telemetry was gained at this time yet still no device tones noted when wand was placed over the device. The alert tones were confirmed to be turned on.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.